Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138550, model: sc-3138-55, serial: (B)(4), batch: 7094222/7034565/7006615.

Event description:
It was reported that the patient underwent a lead extensions explant procedure for ipg placement following the MFR. Report number: 3006630150-2022-07490. During the procedure the tip of one of the lead extensions plastic chips broke off in the soft tissue at the posterior flank pocket and could not be found. The physician believed that it would have caused more damage to the patient to excavate for this small sterile tip. The patient was doing well postoperatively, and the explanted lead extensions were discarded by the medical facility.